Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available. Awaiting device return.

Event description:
During a procedure, metal debris while found, might be due to unbalance. The procedure was completed with same like product with two minute delay.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the complaint device reveals no anomalies to the outer shaft. Also there was an excessive amount of tissue debris clogging the burr. When the inner shaft was examined, the distal end showed multiple friction marks and slight damage, indicates excessive friction and indicates that the device might have hit a hard surface, which could lead to metal shavings as reported. Also the inner and outer shafts could not be separated which would indicate that the inner shaft was bent. This complaint can be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.